Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient had a full device removal earlier this year 2025, unsure of the exact date. The reason for having the device removed was that the device was not providing symptom control, and the patient felt pain/discomfort when increasing the stimulation. Undesired sensations were also noted. There were no additional patient complications.

Event description:
It was reported that the patient had a full device removal in sometime in 2025. The reason for having the device removed was that the device was not providing symptom control, and the patient felt pain/discomfort when increasing the stimulation. Undesired sensations were also noted. There were no additional patient complications.

Manufacturer narrative:
Block d10: UDI for concomitant product, tined lead: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, pain and undesired sensations, stimulation-related were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.